Manufacturer narrative:
G4: 15may2020, b4: 18may2020. The touchscreen assembly was returned to failure investigation for evaluation. The touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05 sep 2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen calibration failure along the bottom of the screen. The customer also observed dead spots in the diagnostic test screen. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.